Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an issue with the cobas infinity core software version 2.3.0. The customer created a microbiology order for a patient with several antibiotics. The order had complete results and was validated. The customer then added new antibiotic tests and the results for the new tests were completed and saved but not validated. When the customer re-opened the order, the order is shown as validated even though the newly added antibiotic tests were never validated. This issue could impact patient results and the interpretation of patient results as non-validated results can be viewed as final in the printed report. No adverse event occurred due to this issue. There was no occurrence where non-validated patient results were actually printed on a patient's final report. The investigation was able to reproduce the issue. The investigation determined the root cause of the issue is that the infinity software is not de-validating a microbiology order after new antibiotic tests are added to an existing order. A workaround was provided. The investigation confirmed this as a software issue.